Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, no patient details provided.

Event description:
It was reported that there were "splash/droplet issue" that occurred on unit 9e. Although requested, there was no user or patient information provided.

Manufacturer narrative:
The customer's report of maxzero splashing was not confirmed. Visual inspection was not performed due to the potential of the reported samples being cross contaminated (hepatitis and c-diff). It was decided by san diego customer advocacy that the samples would not be investigated and were disposed of to eliminate the risk of exposure. The root cause was not identified.

Event description:
It was reported that there were, "splash/droplet issue(s)" that occurred on unit 9e. Although requested, there has been no impact to patient response or additional event information made available to date. However; the spreadsheet provided indicated under the "patient injury section"; that there was; "none apparent".